Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A correction bolus and manual injection of insulin was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.